Event description:
During baxter's device eval, the device displayed a constant "close error" alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom of constant "close door" alarms caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced.